Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the base. A piece approximately 0.08" x 0.470" was found to be broken off and the broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the connection between the harmonic ace instrument and the gn11 generator did not work. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported.